Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4) to submit this event that happened in (B)(6). Problem: in this x-ray system the viewing substation (visub) randomly powers off during examinations. In this instance, the medical staff was prevented from continuing the exam for approx four minutes. There was no harm to the pt.

Manufacturer narrative:
Eval results and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.